Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced low blood glucose event and treated with glucose tabs on (B)(6) 2026. No further information available.